Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medical records received from an attorney representing a consumer reported they had a ¿functioning pain pump and a single lead attached to their implantable neurostimulator (ins) which gave them coverage on the left for lower extremity pain. In spite of invasive therapy the consumer still had right sided leg pain so a request was made to have a second lead implanted to cover the right side." Medical records noted on (B)(6) 2006 the consumer was ¿brought to the operating room and fluoroscopy was used to identify the ins and lead at the t8-t9 level. After infiltration with local anesthetic a 14-gauge epidural needle was advanced using loss of resistance technique, left paramedian approach, to access the epidural space. A spinal tap resulted due to extensive epidural scarring.¿ during the procedure records stated ¿multiple attempts were made at different levels including t11-t12 on the right side, but there was extensive ligament ossification which prevented the needle from safely being placed in the epidural space so it was decided to abandon the procedure." It was noted the ¿consumer may be a candidate for surgical lead placement for bilateral coverage and removal of existing hardware.¿ medical records stated ¿in order to avoid a spinal headache a preemptive black patch was performed at l4-l5 on the left side.¿ when this was completed it was noted the procedure ¿was completed without complications and the consumer was transferred to the recovery room in satisfactory condition." It was noted the consumer was later referred for another surgery to have a different lead implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.